Event description:
Event was reported to vascutek as follows: "during the procedure, the graft 'tore' in both places where the clamps were applied, requiring the surgeon to oversew the graft, adding extra time and stress to the operation".

Manufacturer narrative:
(B)(4): tear in material found after clamp removal. Method: actual device remains implanted therefore no testing carried out; DHR, qc and manufacturing records for batch and base fabric reviewed. Result: review of qc and manufacturing records show batch was manufactured to designed specification. No further complaints have been received from this batch; no device was returned for investigation. Conclusion: without return of device complaint could not be confirmed. Review of manufacturing and qc records did not indicate any issues with this batch of grafts; device remains implanted.